Event description:
It was reported during a laparoscopic appendectomy while using a 511s trocar, upon trying to engage the trocar for the secondary port, the red button seemed to kick off early and wouldn't engage the blade to go through the abdomen. Another trocar was pulled to complete the case without incident. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot info. The results of the investigation conducted by the appropriate engineers and techs confirmed that the reported condition occurred. The device was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.